Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was evaluated and replaced. The voltage on ps1 was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
The fe reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.